Event description:
Co's affiliate is reporting that during a case the distal tip of the inserter broke off into the patient and was retrived. There were no adverse consequences to the patient, and no time delay.